Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error and had been going through batteries more quickly than usual. The blood glucose reading was 100 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No unexpected shutdown and restart noted. The pump was monitored for 24 hours, and no blank display was noted. All operating currents were within specification. No unexpected restart error alarm was noted. No unexpected low battery or off no power alarms were noted. No isolated tape damage was noted on the lcd board. No off no power anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked case and a scratched reservoir tube window.